Manufacturer narrative:
(B)(4). Device analysis: the analysis results found that the el5ml device was received with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed 7 conforming clips and 1 partially formed clip was fed due to an anti-backup failure; in addition, the instrument locked out as intended. In order to evaluate the device¿s internal components the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found the damaged causing the anti-backup failure. No conclusion could be reached as to what may have caused this condition. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: what is meant by "clips were not deploying correctly, does this mean they ejected? Or were the clips deployed as malformed clips? What is correct lot number as the lot number provided, p00019p67, is invalid? The hospital already shipped back the product so I can't verify the lot number. The clips were ejecting out of the applier. I am unsure if they were malformed. The customer did not let me know.

Event description:
It was reported that during an unknown procedure the clips were not deploying correctly and "shooting out of the applier". Procedure was completed with another device of the same product code. There were no patient consequences reported.